Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Event description:
A customer reportedly sustained an injury claiming that "he opened a 100ct. Box of freestlye lancets, jammed his hand into the box and was stuck by a lancet that had no cap on it. He said he yelled so loud, it could be heard throughout the house." No additional information is available. There was no report of death or permanent impairment associated with this medical event